Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell and suffered an impact on (B)(6) 2013. The patient was seen in the clinic the second week of (B)(6) 2013, and reports about a decrease in hearing performance and facial stimulation since being seen in (B)(6).